Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the blood glucose (bg) reading ranged from low (specific value was not provided) to 70 mg/dl. Customer consumed carbohydrates to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.